Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor glucose versus blood glucose differences on the insulin pump. The customer's blood glucose level was 126 mg/dl. The troubleshooting was performed. The customer was dissatisfied with the result. The customer was advised that we will doccument it and send an emmail to another department to look into it as well.